Event description:
It was reported that bd syringe 3ml ll 200 s/c stopper jammed/ was insecure. Verbatim: the plunger appears deformed and upon drawing up fentanyl for administration the med ran out the back of the syringe and down the clinician's arm. Because of the drug involved, they had escalated and completed a safety report to our quality and ivda team. Hello, I was not notified of any harm, but if you would like to confirm this you can reach out to the customer I listed in the pir submission.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) follow up for device evaluation: the customer reported that the plunger appeared deformed. To support the investigation, our quality team received one sample and two photographs of a 3ml luer lok syringe from lot 6023271 for evaluation. The sample was received in an unsealed package with applicable product information on the top web, and the syringe was subsequently disassembled into individual components for decontamination. As a result, the reported condition cannot be verified from the sample as received at the manufacturing site. However, both photographs, including one close up image, show the stopper not securely attached to the plunger rod. This condition is nonconforming to the product specification and is associated with the assembly process. A device history record review was completed for material number 309657, lot 6023271. The review confirmed that all required visual inspections were performed in accordance with established requirements, and no quality notifications were identified related to the reported condition. The lot was inspected and accepted per the approved inspection control plan, released for shipment, and considered compliant with product specification requirements at the time of release. To date, no additional similar events have been reported for this lot. Based on the investigation and review of the photographs, the customer reported condition is confirmed.